Event description:
It was reported that the handpiece continued to run on its own during an on-site maintenance visit at the account. There was no pt injury or any adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was a corroded rotor and intermittent motor, which were each replaced along with bearings. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.